Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: did the generator display any error messages and if so what were they? The device did not function properly from the beginning. No further information will be available. Did the device pass the pre-test? No further information will be available. Had the device been working and then stopped? => no further information will be available. Did the active titanium blade break off? The blade tip was broken. No further information will be available. What efforts were made to locate the pieces of the tissue pad during the procedure? No further information will be available. Was this procedure converted to an open procedure? No further information will be available. Are there any plans to locate the pieces? => no further information will be available. Was there any change in the patient care as a result of this event? => no further information will be available. What is the current patient status? => no further information will be available. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. =>we regularly contact with sale rep about the device returning. No further information will be provided." The device did not function properly from the beginning. The blade tip was broken. The device became not to function after the blade touched the clips. The blade tip was not broken off and no pieces fell into the patient. There is a possibility that the broken piece was left in the patient, but the length of the broken piece was very short so additional treatment was not performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that, during an unknown procedure, the device did not function properly from the beginning. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/21/2021. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.